Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgery because his inflatable penile prosthesis (ipp) was not working due to a leak in one of the cylinders. All components were removed and replaced. A hole in one cylinder was visible upon removal. There were no patient complications.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the reported cylinder hole and mechanical issues were not confirmed as the product performed within specifications. Please note that identified cylinder hole was consistent with explant damage. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders were visually inspected, leak tested, pressure tested and examined. Both cylinders had wear at folds in the proximal end and in cylinder bodies. The first cylinder has a large tear in the outer tube in the proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery; a leak was present. Due to this damage being consistent with explant surgery it will be considered a secondary failure. This cylinder was not pressure tested due to a leak was identified. The second cylinder passed the leak and pressure tests performed. The pump was leak tested, visually inspected, examined and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and performed within specification. The reservoir was visually inspected, leak tested and examined using a microscope. The reservoir has wear at a fold in the reservoir shell; no leak was found. This wear would not affect the functionality of the device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgery because his inflatable penile prosthesis (ipp) was not working due to a leak in one of the cylinders. All components were removed and replaced. A hole in one cylinder was visible upon removal. There were no patient complications.